Manufacturer narrative:
This is one event for the same patient involving two separate products. Additional information has been requested and will be submitted upon receipt accordingly. The patient code is being used to report the non-specific cardiac event as there is no code available to capture this event.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac event and subsequently expired, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.